Manufacturer narrative:
The device was returned, and the customer's allegation was not confirmed. The device evaluation could not reproduce the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the image center clouding could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope image was clouding. The issue occurred during preparation for use. There were no reports of patient harm.